Event description:
The pt was implanted with a prosthesis on 12/12/88. Subsequently, on 5/16/91 the physician noted that the pt had developed auto-immune type symptoms. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implant" (mentor effective date, 2/10/92). Any perceived increase in frequency of events related to the filing of reporting for events, which were previously not MDR reportable events per 21cfr803.